Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a prolapse correction gynecological surgical procedure in 2012 and mesh was implanted. It was reported that the patient experienced back pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/22/2020. H6: appropriate term/code not available (e2402) utilized to capture vaginal thrush. Additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and two mesh products were implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013. It was reported that she experienced vaginal thrush, urinary tract infections and sleep disturbance. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 12/20/2020.